Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt had passed away while wearing the lifevest. According to the pt's wife, the pt was treated twice at home and three times at the hospital. The pt's wife also alleged that the pt may have been burned from the treatments. The pt later passed away in the hosp. An arrhythmia was declared at 02:37:18 on (B)(6) 2012 and a pulse delivery flag was found at 02:38:09. ECG showed vt at 254 bpm at the time of treatment, and the post-shock rhythm was sinus bradycardia at 106 bpm with abnormal st-t segment. A second arrhythmia detection began at 02:40:24 and another pulse delivery flag occurred at 02:41. ECG recording showed nsvt at 274 bpm (24 seconds) as the contributing arrhythmia; however, it spontaneously converted to sinus tachycardia with two pvcs at the time of pulse delivery. The post-shock rhythm was sinus tachycardia at 104 bpm. A third arrhythmia detection occurred at 09:21:04 and the pulse delivery flag was found at 09:22:16. ECG recording revealed polymorphic vt at 281 bpm with signal artifact on fb channel. It degraded to vf at the time of shock, and the post-shock rhythm was normal sinus rhythm with occasional junctional beats. A fourth arrhythmia detection occurred at 09:23:08 and two pulse delivery flags were found at 09:24:09 and 09:25:21, respectively. ECG showed vt at 295 bpm at the beginning followed by an external defibrillation 30 seconds later. The rhythm at the 09:24:09 shock was nsvt, and the post-shock rhythm was vt at 318 bpm which degraded to vf within 10 seconds. Another external defibrillation occurred 25 seconds after the previous lifevest shock. Post-shock rhythm was normal sinus rhythm at about 72 bpm. Following this, lifevest delivered the 5th shock for vt at 308 bpm with occasional capture beats. The post-shock rhythm was junctional rhythm at 108 bpm with interpolating normal conducted beats. After 20 seconds, polymorphic vt resumed. Signal artifact was seen on both channels. The device was shutdown at 09:40:41. The device was abnormally shutdown 09:40:41, prior to the pt's death.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon investigation, resistor r781 in the driven ground relay was found to be open. The cause for the open resistor was the two external defibrillations that occurred in the hosp while the lifevest was active. The root cause for the abnormal shutdown could not be positively identified but was likely a result of the external defibrillation and the damaged driven ground relay. There is no evidence to suggest that the monitor was malfunctioning in the field. Device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt was functional. The pt's alleged burn from the treatments could not be confirmed. All conductive gels were deployed from the electrode belt, and the risk of the pt experiencing a burn was minimized. The monitor and electrode belt functioned as designed. The lifevest did not cause or contribute to the pt death. Device manufacture date: monitor sn (B)(4) mfg 09/2010. Electrode belt sn (B)(4) mfg 10/2010.